Event description:
The customer contacted stryker to report that their device was not giving audio prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned for evaluation and the reported issue was duplicated and verified. High resistance was measured across the speaker assembly while probing the speaker cable crimps through its molex connector. This would indicate a fault with the speaker assembly and would account for the lack of audio prompts. However a specific root cause could not be determined. This device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was not giving audio prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has requested the return of the device in order to investigate the alleged malfunction.